Event description:
It was reported that the device did not generate vacuum in the dressing when the pump was started. The pico was replaced with another pico and the treatment continued normally.

Manufacturer narrative:
The device, used in treatment, has been not been returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. Probable causes for the reported event include: user error, kinks/blockages or component failure. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.